Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed. Troubleshooting was performed. The customer had treated for her high blood glucose. The blood glucose reading at time of call was 476mg/dl. The customer stated that she was earlier in the emergency room due to over bolusing. No further info was provided.